Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in blue screen. The field service engineer tested the battery to resolve this issue. And explained the different types of scenarios occurred while station was frozen . The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the station was frozen. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.